Event description:
It was reported that the blades stopped spinning. A 2.1mm jetstream xc catheter was selected for an atherectomy procedure in the right superficial femoral artery (sfa). The lesion was totally occluded and in-stent. During the procedure, while treating a long occlusion, the device motor stopped running after 9 minutes. The motor made no noise however, infusion was still working. The physician removed the device successfully over the wire and another of the same device was used and the procedure was completed successfully. No patient complications were reported.